Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction from adhesive on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as dryness and itchiness underneath the sensor adhesive. Patient's mother treats the affected area with hydrocortisone cream for eczema, prescribed by physician on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.